Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspections were performed on the returned device. The deployment issue was unable to be confirmed. The investigation was unable to determine a conclusive cause for the reported deployment issue. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during a procedure to treat a short stenosis in the mid superficial femoral artery (sfa) with heavy tortuosity and heavy calcification, a 6f non-abbott sheath was placed and a non-abbott 0.018 guide wire was advanced. The vessel diameter was 5 mm and the stenosis length 25 mm. After pre-dilatation was performed with an unspecified 6.0x40 mm balloon catheter, a 5x30 mm supera stent system was advanced. Deployment was attempted; however, nothing happened when the deployment lock was unlocked and the thumb slide was advanced forward to the most distal position. The thumb advancement was done a few times; however, nothing happened and the stent completely failed to deploy. The stent system was removed with the stent from the patient anatomy. A second supera stent was used and deployed without issue. The final outcome of the patient is good. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided. Return device analysis revealed that the stent implant was partially deployed. Additional reported information indicates that the correct device was returned for evaluation.